Event description:
The trilogy 100 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, e-341 error code appeared during testing. The device powered on and operated as it should. The battery fan was replaced was replaced to address the issue. In addition, the inlet air path assembly and removable air path foam was replaced per remediation. The software was updated to the most recent version. The device was returned to technician for additional evaluation and is awaiting o2 low flow process. The customer does not want any repairs made to the device.